Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer stated they received a no delivery alarm during the fill tubing process prior to the motor error alarm occurring. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion, and excessive no delivery tests. The motor was tested outside of the device and it passed. The pump had constant failed battery test alarms during boot up due to severely corroded battery cap contacts. Tested with a test battery cap and no more failed battery test alarms were noted. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.